Manufacturer narrative:
The device was received with the cannula undeployed and the pink slide insert was not seen in the viewing window. The downloaded data indicated the device completed first and second prime but did not run enough pluses to deploy. A rotational sensor discontinuity could be seen in the data. The device was reset and run, the ratchet gear was observed to function as intended and the needle deployed. The device alarmed after 52 pulses showing discontinuity with the commutator cap and an 0x5c alarm. No debris, damages, or defects were found on the drive mechanism to cause discontinuity. The rotational sensor assembly was found to malfunction resulting in the cannula not deploying, the cause of the malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn less than one hour.